Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Although, the product was not returned, the reported event was confirmed based on the information available. There is no indication from the information that the reported event is related to product specification non-conformance. There is also no indication of misuse, user error or mishandling which could have caused or contributed to the reported event. There is no indication that the wingspan device malfunctioned. The reported patient stroke and hemorrhage are known and anticipated complications to these types of procedures and are listed as such in the device dfu (directions for use). Therefore, a root cause of anticipated patient complication was assigned to this event. Subject device is not available.

Event description:
It was reported in the journal of stroke and cerebrovascular diseases that the stent system was advanced and the stent was deployed covering for the entire lesion to treat an acute ischemic stroke. Post procedure the patient experienced an intracerebral hemorrhagic infarction. The patient underwent the procedure between (B)(6) 2008 and (B)(6) 2011, the exact date of the procedure is unknown. No further details were provided.